Manufacturer narrative:
Initial and final MDR device 1 of 5.

Event description:
Reference number (B)(4). Event occurred in the spain. It was reported that patient faced five infusion set cannula kinked events on 3-jun-2024, 11-jun-2024, 18-jun-2024, 23-jun-2024 and 29-jun-2024. All the events occurred within 3 hours of insertion and the sets were in use for few hours. The patient resolved all the events by replacing the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.